Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were broken. This was observed during use; when the patient had the nutrition already installed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 03, 2021 - august 04, 2021. H10: the actual devices were not available; however, a video of the sample was provided for evaluation. Due to the nature of the sample the reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.